Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected, the most probable cause of the complaint was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image not displayed because there was no signal. The issue was identified during a therapeutic lapa operation. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had an image not displayed, because there was no signal. The issue was identified, during a therapeutic lapa operation. The procedure was completed using a similar device. There were no reports of patient harm.